Event description:
It was reported that the patient was sitting in a recliner chair asleep and woke up when falling out of the chair. The patient experienced an unpleasant sensation of stimulation and reported a strong surge of energy. It was mentioned that this was the second time the patient experienced the unpleasant sensation. The patient was admitted to the hospital as she had two possible heart events. The patient thought it could have been the stimulation. When the patient was assessed at the hospital it was observed that her program was changed, and the stimulation was set fairly high. The patients programs were adjusted. The physician feels that the event was most likely not device related. The nursing staff stated it was potentially caused by being on floor for long period of time after falling out of the chair. The patient was admitted to hospital beyond standard of care and was expected to fully recover. Additional information was received that the physician does not believe the stimulation was the cause of the fall. He does believe it was potentially due to a cardiac event. While the patient was hospitalized she had multiple cardiac tests and rehabilitation. The patient is receiving pain relief since using sub perception programs and has had no further issues.

Event description:
It was reported that the patient was sitting in a recliner chair asleep and woke up when falling out of the chair. The patient experienced an unpleasant sensation of stimulation and reported a strong surge of energy. It was mentioned that this was the second time the patient experienced the unpleasant sensation. The patient was admitted to the hospital as she had two possible heart events. The patient thought it could have been the stimulation. When the patient was assessed at the hospital it was observed that her program was changed, and the stimulation was set fairly high. The patient's programs were adjusted. The physician feels that the event was most likely not device related. The nursing staff stated it was potentially caused by being on floor for long period of time after falling out of the chair. The patient was admitted to hospital beyond standard of care and was expected to fully recover.